Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife called in to report high blood glucose levels. The customer's blood glucose level ranged from 475 to 501 mg/dl. The customer treated with manual injections. The caller stated that the customer just started insulin pump therapy the day before and did not believe it was the insulin pump causing the high readings. The caller stated that the customer would contact his doctor. Nothing was replaced or returned for analysis.